Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient had an implantable neurostimulator (ins) pocket issue reported as pain under the ins pocket. The patient had lost weight and body fat due to an unrelated surgery. After the patient lost weight, they began to feel pain underneath the ins. The patient tried a shot which did work but when the shot wore off the pain was back. The pain under the ins started at the beginning of 2015 but by (B)(6) 2015 it had turned more severe. The health care professional (hcp) did a revision on (B)(6) 2015 and moved the ins from the buttock to the lower back. The patient recovered completely from the surgery and the pain under the ins was gradual. The patient was unsure if the ins was only moved or if it was also replaced. According to manufacturer records the device remains implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.